Event description:
It was reported that a 57-year-old female experienced a dislocation identified at the 1-month postoperative follow-up. Revision surgery was performed with replacement of the stem, cup, and neck.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history review record, medical imaging, complaint history review, surgeon's assessment), it appears that the failure was most likely due to a handling error during surgery, resulting in breakage of the stem's anti-rotation pin. Discussions between the sales representative and the surgeon indicate that the dislocation occurring one month post-operatively was likely caused by insufficient impaction of the neck into the stem, leading to neck rotation. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.